Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user was not logged into the system the customer stated that this malfunction occurred while dispensing the medication and interrupted the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user was not logged into the system the customer stated that this malfunction occurred while dispensing the medication and interrupted the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to login to the cabinet and did not know the computer password. A technical support specialist (tss) remotely accessed the system via logmein (lmi) and entered the password, successfully logging the customer into the computer. The system functioned as intended after the technical support specialist troubleshot the issue of the device.